Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the stimulator is dead and the battery is done. Patient stated over the last 7 months or so it was doing wacky stuff to their back so pt was turning it off because the ins battery was depleting quickly. Patient stated they would charge it up and within a couple of days the battery kept drying up so pt kept charging it up because pt did not want to mess anything up with it. Pt stated they charge the ins, but no longer uses therapy. Pt stated the ins therapy does not help -pt mentioned that they had [unrelated] back surgery 2 years ago and that surgery took care of the issue pt was having. Patient stated it was shocking around the back and spine, and pt clarified the stimulator was vibrating around the butt area and the ribs. Pt stated they would like to have the ins/leads removed but their original implant hcp has retired. Patient service specialist suggested that patient consult with healthcare provider about explant of the implanted device. Pt stated they want to take the ins out in case of future MRI needs or an emergency.

Manufacturer narrative:
H3: analysis of the ins (s/n: nmd760074h) revealed that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.